Manufacturer narrative:
Covidien troubleshoot this issue with the customer over the phone. Customer was advised to swapped the psols. Covidien was not authorized to evaluate the device.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. Pt's condition is unk.